Event description:
Had my allergan silicone implants taken out due to so many health problems and even though MRI showed no rupture, upon taking them out, my right implant was ruptured with a gel bleed.